Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a caregiver who identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. The leak was found when the caregiver was removing the patient¿s supplies from their cycler following a treatment. It is unknown if the patient received any alarms during their treatment leading up to the leak. At this point in time, there has been no report of patient injury or medical intervention resulting from the leak. The cause of the leak is unknown. The patient was provided a replacement cycler and has continued with peritoneal dialysis therapy. Additional information regarding the reported incident was requested but has not been provided.